Event description:
It was reported that the customer received a lost sensor alert. Customer's blood glucose readings were 42 mg/dl and treated with carbs. Customer's most recent blood glucose reading was 132 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.